Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician attempted to secure the pace/sense lead but the device setscrew could not be moved. A kit was used to loosen the setscrew, but the setscrew could not be removed as the shape of the setscrew had been deformed. A new device was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.